Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications. No unexpected low battery alarms or failed battery test alarms were noted. However, the pump gave a weak battery alarm due to a corroded battery tube. The pump had intermittent buttons due to corroded keypad traces. No button error alarms or frozen screen noted. The pump also had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.

Event description:
It was reported that the customer's insulin pump was frozen and that he was unable to use the buttons on the insulin pump. The customer's blood glucose was 60 mg/dl. The customer stated that he was able to treat his blood glucose. The customer stated that he removed the battery and then received a weak battery alarm. The customer then received the button error alarm. The customer explained that the buttons were not responding and that he was unaware of what may have caused these issues. The customer stated there was no damage of moisture exposure to the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.